Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections was corrected: lot number - no information.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Concomitant medical products: zimmer m/l taper prosthesis femoral stem 00771100500, l/n 60742959. Multiple MDR reports were filed for this event. Please see associated reports: 0002648920-2017-00304; 0001822565-2017-03307. Report# mw5068763.

Event description:
It was reported that a patient underwent a revision procedure six years post-implantation to unknown reasons. Mechanically assisted crevice corrosion (macc) occurs at the metal/metal modular junction in total hip replacements and can lead to local tissue reaction in patients with metal-on-polyethylene to total hip replacement. Attempts to obtain additional information have been made; however, no more is available.